Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient was experiencing difficulties with recharging their implantable neurostimulator (ins), seeing service code 1707 all the time. Troubleshooting was done without success and this is the moment patient thinks their ins has moved. Patient thinks it has tilted and one part is sticking out of their skin more now. They have made an appointment for a CT scan but it was in 3.5 weeks, meaning patient will be without charge in their ins for about 3 weeks.